Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the experienced undisclosed infusion set issues. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.